Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the patient anatomy located at the distal region on the distal portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.